Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a scratches on screen and moisture on display. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports scratches on screen and difficult to read. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify no excessive no delivery/occlusion alarm, low battery alarm and time /clock anomalies due to frozen display. Insulin pump received with insulin pump received with minor scratched lcd window and cracked reservoir tube lip.